Event description:
It was reported that the patient presented remotely. It was noted that the patient had noise episodes on their right atrial (ra) lead despite previous programming changes. Therefore, the physician elected to make new programming changes to address the issue. The patient was in stable condition.